Event description:
The dexcom g7 sensors I've been using since (B)(6) 2024 have lasted only seven days per sensor, not the stated 10 day wear time. The readings become erratic in day 6-7 waking me up in the middle of the night with a low reading. When I check a manual blood sugar test, the readings are normal or even a little high, no reason for alarming me. Dexcom is no longer sending me replacements, which is surprising. Sleepless in (B)(6).